Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer's mother, who was at school with the patient, did not have the necessary charging supplies and planned to reset the pump at home. Technical support provided information on how to reset the pump and is awaiting follow-up from the patient. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.